Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the investigation examined the bact/ alert® mp bottle manufacturing records. The review found all the specifications were met. Quality assurance subsequently released the lot for distribution. A historical review of the complaints found no trend related to bottle lot or the bact/ alert® mp product for false negative results. False negative complaints will continue to be monitored via the complaint handling process for trends. Reviewing the customer's feedback, the root cause for no growth in the mp bottle is unknown. The negative status could be due to under inoculation of the bottle, no organisms present in the inoculum, the number of organisms present in the inoculum were too small for detection, antimicrobial therapy affecting the organism, or expired reagents [bact/ alert® mp and/or mb/bact/ alert® antibiotic supplement kit]. Acid fast bacteria were not seen using direct microscopy on the concentrated smears of the sample so the number of organisms in the inoculum was possibly low. The organism grew after 23 days on the solid media. A review of the procedure used for sample preparation by the customer, identified the centrifuge used was not refrigerated, distilled water is used for resuspension and not buffer, both could impact the viability of the organisms.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with bact/alert® mp culture bottle. The customer reported the bact/alert® mp bottle was not growing mycobacterium kansasii. The results grew on their li slopes but failed to grow/recover on mp bottles. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.